Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2022. The patient¿s sibling stated her sister was at a day program and felt lethargic so the day program manager called emergency medical services (ems). The cgm value was 327 mg/dl. Paramedics obtained a bg finger stick value of 56 mg/dl and treated the patient with IV glucose. Although paramedics offered to transport the patient to the hospital, within thirty minutes the patient felt normal. She and her sister refused transport and the patient went home. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.